Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedbacks suggests that there is a connection issue. From the reported information there are no indications of serious injury to the patient, however the intense pressure to try to unscrew the device caused a rupture of the extension of the pac needle (cytocan), necessitating the exchange of the needle. No user harm reported as a result of this incident.